Event description:
Patient presented with acute pain an non-weight bearing approximately 15 days post operatively. Patient will be revised, it is unknown what the revision will consist of.

Manufacturer narrative:
Additional information has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned. The device history record was reviewed. The lot met all raw material and finished product dimensional and visual criteria at the time of manufacture and release.